Event description:
The customer reported false non-reactive architect anti-hcv and provided the following data for sample ID (B)(6): on (B)(6) 2024 architect result was 0.65 and when tested on the alinity platform on (B)(6) 2024 the result was 1.05 (reference = 1.0 s/co is reactive) per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 06c37-22 and there is a similar product distributed in the us, list number similar us ln 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel, in which the lot detected the same bleeds as reactive. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hcv reagent lot 62441be00 was identified.

Event description:
The customer reported false non-reactive architect anti-hcv and provided the following data for sample ID (B)(6): on (B)(6) 2024 architect result was 0.65 and when tested on the alinity platform on (B)(6) 2024 the result was 1.05 (reference = 1.0 s/co is reactive) per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.